Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This follow up report is in response to a communication received from FDA for this complaint. This is to correct information on the report or was missing according to the communication received. The product code is being corrected from dez (common device name: igm, rhodamine, antigen, antiserum, control) to dze (common device name: implant, endosseous, root-form). The unique identifier (UDI)# is being corrected to unknown. -the exact article which caused the event is unknown, since it was not given by the doctor. The case is about a fractured healing abutment but only the implant which was removed was returned, just with the thread fragment of the healing abutment inside. So it is not identifiable and will remain as unknown. The concomitant medical products is being corrected from 24933, lot: 486119 to osseo speed tx 3.5 s - 13mm catalog # 24933 lot # 24933 UDI # (B)(4). - this is including the requested UDI # for the implant.